Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient and manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient¿s implant battery went dead trying to get the recharger to connect with it, but they had not been successful. The patient stated that they had been trying over an hour and kept getting the screen saying there was no contact. The patient described the reposition antenna screen. It was reported that this began at the end of (B)(6) 2018. The patient got out their patient programmer and reported seeing the poor communication screen ((B)(6) 2018), and indicated that they changed the batteries out earlier this morning. The patient had a rechargeable device and they were not able to communicate with the recharger. They stated that they last felt stimulation probably 2.5 to 3 weeks ago at the end of (B)(6) 2018. Their last successful recharge session was in (B)(6) 2018. The patient placed the patient programmer directly over the ins on their skin and synced with the ins. It was reported that this did not resolve the reported issue. The patient was redirected to follow-up with their healthcare provider to resolve the potential overdischarge. Additional information was received from the manufacturer representative (rep) reporting that the patient called stating that they could not recharge. They stated that they had an MRI scheduled for tomorrow and the center told them that they had to be able to put the device into MRI mode and that¿s when they realized it was overdischarged. The rep indicated that it sounded like the issue was due to the patient¿s non-compliance. It was reported that they would meet with the patient on (B)(6) 2018 as the office wouldn¿t¿ give them a sooner time. They stated that they would do a dr. The issue was not resolved. No surgical intervention occurred or has been planned. No further complications were reported/anticipated. Additional information received from the manufacturing representative (rep) indicated that they met with the patient at the physician¿s office, but the device was not able to be recovered from overdischarge. The rep stated that they tried a trickle charge several times, as did the patient, with no results. The patient noted that they hadn¿t used the device in over 1.5 years due to neck surgery, and rehab due to complications from the surgery that resulted in paralysis. The patient will discuss battery replacement with their surgeon. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that he had met with a couple of manufacturer¿s representatives (rep) on (B)(6)2018 and they attempted to jump his battery because it ¿was completely dead¿ but even after ¿like 3 times¿ they couldn¿t get it to work and the patient wasn¿t able to get the battery to start when he had gone home and tried it on his own so it was decided that he was going to get his implant replaced on (B)(6)2018. The patient confirmed that the reason the reps had tried to jump start his battery was because he hadn't been able to charge it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the patient's weight was (B)(6) at the time of the event. No further information was provided. No further complications were reported.